Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported the motor of the dermatome device was dragging - having trouble getting power, when taking a graft during a case. The physician was able to complete the procedure. No additional graft was needed. The device was in contact with the patient; however, there was no patient injury.